Manufacturer narrative:
Two (2) hvad pumps with unknown serial numbers were not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this heartware ventricular assist system ¿ pump. Pump / unknown / model #: unk-pump / expiration date: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Review of customer feedback indicated that biventricular assist device (bivad) patients experienced thrombus events. The ventricular assist devices remain in use. No further patient complications have been reported as a result of this event.